Event description:
During a follow-up, the subject pacemaker was reportedly found in ddd pacing mode / unipolar, whereas it had been previously in safer mode / bipolar. The follow-up could be completed and the parameters were reprogrammed to safer / bipolar (in (B)(6) 2014). Upon next follow up, the parameters remained in safer / bipolar as programmed. The reporter requested an explanation. Preliminary analysis revealed that the pacemaker was found in standby mode (i.e. Backup mode) and was re-initialized upon the interrogation performed on (B)(6) 2014.

Event description:
During a follow-up, the subject pacemaker was reportedly found in ddd pacing mode / unipolar, whereas it had been previously in safer mode / bipolar. The follow-up could be completed and the parameters were reprogrammed to safer / bipolar (in (B)(6) 2014). Upon next follow up, the parameters remained in safer / bipolar as programmed. The reporter requested an explanation. Preliminary analysis revealed that the pacemaker was found in standby mode (i.e. Backup mode) and was re-initialized upon the interrogation performed on (B)(6) 2014.